Manufacturer narrative:
Additional 510k numbers are k011028, k013227. (B)(4).

Event description:
It was reported that the fixture mount would not release from the implant (tsvwb13). The implant was removed and replaced with another in the same surgery.

Event description:
It was reported that the fixture mount would not release from the implant (tsvwb13). The implant was removed and replaced with another in the same surgery.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and mount screw. A visual inspection revealed minimum wear about the threads and collar. The mount screw is stripped at the head. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent implants 9665 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual #5161. The product was functionally tested, and it was confirmed that the implant and mount would not disengage, and that the screw was stripped. The alleged complaint is confirmed. A root cause for the complaint could not be determined. (B)(4). Event problems were re-entered as these fields are required.